Manufacturer narrative:
E1: (B)(6). G4 ¿ PMA/510(k) #: k173103. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, upon opening the pivet guide embryo transfer set's package a foreign object was found at the front end of the inner tube. The procedure was completed by using another same-like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable under FDA 21 cfr part 803. As such, this event no longer meets the set criteria for a reportable event; no further reports regarding this event will be submitted. H6 annex code a: a1409. Investigation has determined the alleged malfunction corresponds with lumen occlusion. The catheter lumen was occluded instead of foreign matter, which our initial report was based on. Inspection of the returned device found there was excess device material on the transfer catheter tip. The excess material is most likely the result of the tipping process. Event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death or serious injury and there is no precedence of this malfunction leading to a death or serious injury.

Event description:
There is no new patient or event information to report.